Manufacturer narrative:
An additional results code of "120" was used to capture the electrical problem. A document labeling, trending and risk documentation reviews for this equipment were performed. The trend review shows that there is not a recognizable adverse trend. The monthly report for the time period of when amo was notified of the event does not show any significant change over historical complaint limits. The risks and mitigations associated with the received complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. The operator manuals for the signature equipment was reviewed and determined to include adequate warnings for medical complications. A review of the device history record (DHR) was conducted and showed that there were no issues or non-conformities the system and its components met all specifications prior to being released. Manufacturing has been ruled out as a potential cause for the reported issue. Based on the investigation results, no corrective action has been issued. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
UDI #: (B)(4). Date of event: unknown. The field service specialist (fss) visited customer site and upon evaluation of the system, the reported 2012 error issue was not confirmed. Fss replaced hard drive, versalogic printed circuit board (pcb) and compact flash. While on site, fss also replaced rear panel connector (rpc) due to the 416-footpedal error messages in event log. Fss reported that the footpedal was replaced for the same 416 error message that showed up in the event log. Fss recalibrate touch screen, performed vacuum calibration and carried out the system checklist. The unit was found to meet abbott medical optics (amo) specifications. All pertinent information available to abbott medical optics has been submitted.

Event description:
The account reported that error 2012 (instrument host timeout error) occurred after boot-up of the whitestar signature system. Customer rebooted the system. It was reported that the 2012 error has not returned. It was also reported that there was no patient involvement, that the error displayed before surgery. There was no patient treatments delay or cancellation.